Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd intima-ii y prn/ec slm leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient was treated with bd intravenous indwelling needle infusion at 2023.02.16 9 due to ureteral calculi. Leakage occurred during infusion at 09:25 on (B)(6) 2023, and the inspection found a 0.1 cm rupture at the blue needle seat. The indwelling needle was immediately replaced with a new one, and no adverse consequences were caused to the patient.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 12-may-2023. Investigation summary: a device history review was conducted for lot number 2167317. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was returned to aid in our investigation. Functional testing was performed on the provided sample. During functional testing, leakage was not detected under normal conditions. Unfortunately without the ability to observe the reported nonconformance, our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd intima-ii y prn/ec slm leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient was treated with bd intravenous indwelling needle infusion at 2023.02.16 9 due to ureteral calculi. Leakage occurred during infusion at 09:25 on 2023 (B)(6) , and the inspection found a 0.1 cm rupture at the blue needle seat. The indwelling needle was immediately replaced with a new one, and no adverse consequences were caused to the patient.